Event description:
It was reported that during a rotator cuff repair with ac joint resection using an eliminator 90 arthrowand, the pt sustained a third degree burn. The procedure was completed without further complications or delay. No further info was provided.